Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, poor amplitude measurements were noted on the right ventricular (rv) lead. Additionally, the pacing impedance measurements decreased from 600 ohms to 370 ohms and the threshold measurements increased. As the measurements had been getting worse for a few months, an x-ray was performed which confirmed insulation damage. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.